Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc4040c218tu, serial/lot #: (B)(4), ubd: 18-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2 valiant navion stent grafts were implanted in the patient during an endovascular procedure. It was reported that the patient presented to the emergency room with severe back pain . A CT scan was performed and a type 1b endoleak was identified. It was stated that the patient had acute aortic syndrome. Intervention was performed when the patient underwent a 13h long procedure. A non-medtronic stent graft  was used to reline the stent. The endoleak is reported to have resolved. No cause of the endoleak was reported. No additional clinical sequelae were reported and the patient is fine.